Event description:
It was reported by the rep that he was paged to the or and informed that the specimen was placed in the pro46 during an oophorectomy. Upon removal, the instrument "fell apart" and metal fell off into the pt. All pieces were located and removed safely with no adverse outcome to the pt. The nurse could not remember if the correct order of operations were followed. There was no pt consequence. 9/2000 after further discussion with the surgeon, it appears that the proper firing sequence of the pro46 was used. The case was a salsalpingo-oophorectomy, which is different from the original report. Also, the surgeon stated that the case was extended for forty five minutes. Partially caused by the pro46 and partially caused by an endo gia misfire (ussc). The nurse stated that the pouch problem was far less significant than the endo gia.